Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device removal.

Event description:
Healthcare professional reported left side, "implant found ruptured during explant surgery." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks on the device. Observed creases on the device. Red particles observed on the surface of the shell. Red particles observed on the gel. Red encapsulation observed on the surface of the shell.

Event description:
Healthcare professional reported left side, "implant found ruptured during explant surgery." Device explanted.